Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had drive count or time values or changes incorrect for moving or coasting too slow or too fast alarm and the pump detects movement in hall sensor counts that are unexpected since the pump did not command motor movement alarm. Customer stated that self test did not pass. Customer stated that they were able to successfully rewind and clear the alarm. Displacement test was passed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.